Event description:
It was reported that the device detached near the hub. A 12 flexima apdl drainage catheter was used in a chest tube in the right pleural space for effusion. However, it was noted that the device came apart near the hub. The device was then removed and a new device was implanted into the patient. No complications were reported and the patient was stable. The patient will likely to return within the next 1-2 weeks time for subsequent tube removals.

Manufacturer narrative:
Age at time of event- 64 years old. Device evaluated by MFR.: the device was returned for analysis. The catheter returned has the hub detached of the device and the heat shrink was received properly attached to the catheter. The flare of the device was found formed. Additionally, the catheter returned with the working length cut/detached at 8.5 cm from the proximal section (heat shrink).

Event description:
It was reported that the device detached near the hub. A 12 flexima apdl drainage catheter was used in a chest tube in the right pleural space for effusion. However, it was noted that the device came apart near the hub. The device was then removed and a new device was implanted into the patient. No complications were reported and the patient was stable. The patient will likely to return within the next 1-2 weeks time for subsequent tube removals.